Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to irregular stress applied to the area gluing the bending tube and distal end which led to peeling of the gluing area, and resulted in the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the video cable had leakage due to a pierce/cut/scratch, the bending tube was flattened, the coating of the insertion section was peeled off, and the insertion section was wrinkled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus the visera cysto-nephro videoscope, the video cable had leakage. There was no procedure involved. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the head of the fixing distal end on the bending tube fell off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.